Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of cloudy effluent (coded as peritoneal cloudy effluent) and abdominal pain in a (B)(6) female patient coincident with dianeal unknown and extraneal viaflex therapies (lot numbers not reported). On (B)(6) 2010, the patient began treatment with dianeal unknown and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in 2010, the patient experienced cloudy effluent and abdominal pain. On (B)(6) 2010, the patient was hospitalized and started antibiotic therapy. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1.5gm, day 1 and day 7, route not reported) and gentamycin ("30mg/80mg," ten days, route not reported). On (B)(6) 2010, remedial therapy was discontinued. On (B)(6) 2010, the patient was discharged from the hospital. Dianeal unknown and extraneal viaflex therapies were ongoing. On an unreported date in (B)(6) 2010, described as "after antibiotic course," the patient recovered from the events of cloudy effluent and abdominal pain. The nurse did not provide an assessment of causality for the events of cloudy effluent, abdominal pain, and the relationship with dianeal unknown and extraneal viaflex therapies.